Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9217333. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200838188, 200838425] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal leaked insulin on 3 occasions during use. The following information was provided by the initial reporter: material no:328509 batch no: 9217333. It was reported that the consumer found three syringes when drawing the insulin, the insulin ran down his hand.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal leaked insulin on 3 occasions during use. The following information was provided by the initial reporter: material no:328509 batch no: 9217333. It was reported that the consumer found three syringes when drawing the insulin, the insulin ran down his hand.